Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the rubber bulb on the reusable ellik evacuator degrades over time. It was noted that the reusable ellik evacuators were sterilized using an autoclave.

Event description:
It was reported that the rubber bulb on the reusable ellik evacuator degrades over time. It was noted that the reusable ellik evacuators were sterilized using an autoclave.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contents one unit caution: this product contains natural rubber latex which may cause allergic reactions. Bard® ellik bladder evacuator caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Bard is a registered trademark of c. R. Bard, inc. Or an affiliate. Bard c. R. Bard, inc. Covington, ga 30014 1-800-526-4455 packaged in mexico pi-50485 5/99"